Event description:
It was reported that during battery change, the surgeon observed fluid inside the patient's lead. Multiple diagnostics were performed and were all within normal limits therefore the patient was closed. Additional information was received that the surgeon did not notice any damage to the lead, only the fluid. No known surgery has occurred to date. No additional relevant information has been received to date.